Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient was having difficulties with recharging. Patient was getting something on the controller screen when charging. The pc was not charging her implant and shows no device found and then showed a different screen with a range of numbers 0-10 with no number in the top. They already tried to reset the controller but issue was still present. The caller stated that patient's device was at 30% and was electively turned off by patient so it does not deplete. Patient also noticed recently that cord would get really hot. The paddle portion of rtm and pc did not get hot but it was just the cord itself. They also saw no device found (screen 16). They also reviewed that screens that patient is reporting of seeing are a normal process when pc + rtm cannot communicate with an ins as well as the al numbers seen during a prm. Their cord has been getting hot for several weeks and it would get warm along with the converter box on the rtm cable. The patient stated that the box on the cord and the cord itself are getting very hot now. No medical or therapy problem was associated. No out of box failure was reported. No symptoms were reported. No further allegations/complications were reported.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed cable insulation is peeling away at donut end and wires are exposed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.